Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they are having trouble with their implant battery depleting faster than usual. Patient said when they charge their implant to 100% it doesn't stay charged overnight. Patient stated when they get stimulation up and within 8 to 10 hours the implant battery runs down from 100% to 0% and it stop stimulating and they have to charge it again. Pt stated when they first got the implant, it worked for 24-36hrs. Agent asked patient if they had increased their stimulation and patient said yes, they did increase the stimulation about a month ago, 5 to 6 weeks ago, patient said the stimulation wasn't taking care of the pain like it used to and wasn't reaching all the areas. Pt did clarify however that the implant battery depletion issue started before they increased the stim. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt stated when they increased the stim, they saw a manufacturer representative (rep). Agent asked, pt could not tell event date of when they felt that the stim isn't taking care of the pain.